Manufacturer narrative:
Conclusion updated to include product investigation results: the surgeon did stent assisted coil position surgery, after the stent (enc452812/10370044) advanced into the prowler select plus (details unknown), the guide wire could not be advanced and the products were withdrawn. The stent was stuck in the microcatheter. The surgeon tried 2 times but still failed. Finally the surgeon cut off the tip of the microcathter and changed to a new stent (details unknown) and microcatheter (details unknown) to complete. There was no report on patient injury. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was a delay in the procedure. A non-sterile prowler select plus was received cut at 12cm from the proximal end of hub, the rest of the device was not returned for evaluation. The hub was inspected and no damages were noted on it. The body of the device was inspected and no damages were noted on it. The ID from hub of the micro-catheter was measured and it was found within specification. The micro-catheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the micro-catheter and it advance smoothly until the cut section of it. The DHR cannot be performed due to the lot number was not provided. The reported failure as ¿catheter (body/shaft) ¿ obstructed¿ was not confirmed in the received section of micro catheter. Additionally as per ch&ss investigation the customer state that ¿the surgeon cut off the tip of the microcathter¿ the cause of the failure experienced by the customer could not be conclusively determined. Therefore no corrective actions will be taken at this time.

Event description:
The surgeon did stent assisted coil position surgery, after the stent (enc452812/10370044) advanced into the prowler select plus (details unknown), the guide wire could not be advanced and the products were withdrawn. The stent was stuck in the microcatheter. The surgeon tried 2 times but still failed. Finally the surgeon cut off the tip of the microcathter and changed to a new stent (details unknown) and microcatheter (details unknown) to complete. There was no report on patient injury. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was a delay in the procedure.

Manufacturer narrative:
The surgeon did stent assisted coil position surgery, after the stent (enc452812/10370044) advanced into the prowler select plus (details unknown), the guide wire could not be advanced and the products were withdrawn. The stent was stuck in the microcatheter. The surgeon tried 2 times but still failed. Finally the surgeon cut off the tip of the microcathter and changed to a new stent (details unknown) and microcatheter (details unknown) to complete. There was no report on patient injury. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was a delay in the procedure. Based on the information, the event was not confirmed. The product was not returned for analysis; however, procedural factors may have contributed to the event. A lot number was not available, therefore a review of the manufacturing documentation could not be performed. No corrective actions will be taken at this time. This is an initial/final report. This is 1 of 2 reports associated with (B)(4) . Concomitant medical products and therapy dates: stent (enc452812/10370044). New stent (details unknown). New microcatheter (details unknown).